Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with unknown blood glucose at the time of the incident. The customer was at 260 mg/dl at the time of the call. The customer used candy and soda to treat. The customer doesn't bolus after meals and still goes low. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering as they changed their set and filled the reservoir with 100 units, and the next day 30 units were gone. Troubleshooting was completed for the lows but not the highs. The customer stopped using the pump and switched to insulin pens and manual injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed all operating currents tested within the specific range and passed off no power test. Device passed the delivery accuracy test. Drive support cap was inspected and no anomaly was noted. Device received with corroded battery tube noted.